Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor position encoder error alarm and an additional error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to motor encoder signal out of phase. Unable confirm motor position encoder error alarm, bolus history anomaly and motion sensor test anomaly due to motion sensor test failure alarm. Unable to perform any testing due to motion sensor test failure alarm. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.